Event description:
It was reported that the customer was receiving a no delivery alarm before changing his set and then again afterward. Customer did not clear the alarm beforehand. Customer's blood glucose level was 340 mg/dl. Customer stated that he knows why his blood glucose level is high. Customer was advised that he must clear the alarms before changing the set. Otherwise, the customer will continue to receive alarms. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.